Event description:
Device malfunction: kink in the sheath. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure in the common femoral artery after an unspecified procedure. Reportedly, during insertion of the sheath into the vessel, the sheath kinked. The dilator was inserted into the exchange sheath in an attempt to straighten the kink. The dilator was removed and a guide wire was inserted and the exchange sheath was removed. A second exchange sheath was inserted, the clip applier was attached and hemostasis was achieved using a second starclose se device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.